Event description:
It was reported that there was no stimulation sensation and a loss of therapeutic effect. The symptoms were noticed last friday, (B)(6) 2014, prior to the report when the patient was at her granddaughters wedding reception. The patient thought it was the programmer, however she replaced the battery and all she was getting was the bottom green light. The patient saw her new healthcare provider (hcp) in 2010, and he asked her why she received such a big battery and why it was placed in her abdomen. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient, product ID: 3998, lot# j0417753v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).